Event description:
It was reported that a large volume infusor had a ruptured bladder. This was noticed prior to use, during filling with an unknown drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.